Event description:
Customer reported ultrasound failure during cataract procedure. The case was completed with either an alternate system or by converting to an extracapsular cataract extraction. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).